Event description:
Additional information was reported on (B)(6) 2018 from the patient. The patient had a hole closed in his left femoral artery with an angioseal. The following day, he was sent home from riverside hospital. While he was walking in his kitchen, he felt a sharp pain in his leg. He went to the ER, where they discovered he had a deep vein thrombosis (dvt) in the left leg. The patient complained to the doctor about a hard spot in his left crotch area. He was sent for an ultrasound. The ultrasound showed no sign of the angio-seal and an aneurysm was at the site. The patient was given thrombin injections twice which only reduced the aneurysm from the size of a fist to the size of a golf ball. The hole was finally sutured closed by a vascular surgeon. The patient suffers from a large numb spot on his leg, clots in the both lungs, damaged veins in his left leg and a high possibility of valve damage in his heart.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code/lot number combination, see 3013394970-2017-00467. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that an angioseal was placed on (B)(6) in (B)(6) male return on (B)(6) with leg pain and on (B)(6) was treated for pseudoaneurysm. It was reported that the patient is stable. Left femoral stick. It was reported that the procedure outcome was "ok". Medical intervention was required for thrombin.